Manufacturer narrative:
Pump was received with no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to jammed motor gearbox. . Unable to confirm no delivery/insulin flow blocked alarm and unable to perform any test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. Customer's blood glucose level was 6.7 mmol/l. Customer also stated that they change whole set multiple times but still did not work. The insulin pump did not alarm during the rewind. Customer was advised to discontinue tubing and reservoir, then reconnecting tubing and reservoir, advised to verify connection is secure by gently tugging on the connector and advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did exit. The device will be returned for analysis.